Event description:
The surgical team held open a sterile probe cover so that we could insert a transthoracic ultrasound probe. We inserted the probe and the surgeon began to perform an epicardial echocardiogram. This is standard procedure. After the surgeon started using the probe, he noticed that there was a small hole in the sleeve and saline leaked out into the sterile filed. He promptly handed back the probe & cover. A new cover was then used without incidence.